Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. B3- date of event is estimated.

Event description:
Related manufacturer report number 3006705815-2023-03744. It was reported that patient's leads had migrated. Surgical intervention was undertaken where the leads were explanted but the physician was unable to implant one lead due to patient anatomy. Only one lead was replaced, and patient had effective therapy postoperatively.